Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined. Additional components potentially involved in the event include: common device name: 50cm implant lead kit, slim tip, model: mn10450-50a, UDI: (B)(4), serial: (B)(6), batch: 8362604.

Event description:
It was reported the patient is not receiving effective therapy due to high impedances on 5-8 contacts. Surgical intervention was undertaken wherein the leads were explanted and replaced. Effective therapy was established. Note : it is unknown which extension is related to this issue.